Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood tubes when customer found tube, it has discoloration. The following information was provided by the initial reporter. The customer stated: "customer problem: sm 367841_2109060 discoloration."

Manufacturer narrative:
H.6. Investigation summary: "bd had not received samples, but four (4) photos were provided for investigation. Visual examination of the photos was performed and revealed additive abnormality in two of the four photos. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode additive abnormality. Bd was not able to identify a root cause for the indicated failure mode."

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood tubes when customer found tube, it has discoloration. The following information was provided by the initial reporter. The customer stated: "customer problem: sm 367841_2109060 discoloration."